Event description:
It was reported that during a lap gastric roux-en-y procedure, there was leakage from the trocar. Able to complete the procedure with the trocars. There was no patient consequence.

Manufacturer narrative:
D4; h4 6: info anticipated, but unavailable at this time.